Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable low results for multiple patient samples. Of the data provided, only the results for one patient sample were discrepant. The original elecsys hcg + beta test system result from an aliquot was 0.821 miu/ml and was reported outside of the laboratory. The healthcare provider questioned the result. The repeat result from a new aliquot was 279.8 miu/ml with a data flag. The repeat result from the original aliquot was 266.1 miu/ml with a data flag. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 240444 with an expiration date of 31-aug-2018. The field service representative found the probe was misadjusted at the sampling position. He adjusted the probe, ran a photomultiplier adjustment and a blankcell calibration. All operational and mechanical checks passed. The customer ran calibrations and controls with all values within specifications. The customer confirmed there were no further issue after the service visit.